Manufacturer narrative:
H6: product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the key of the obturator broke. No patient symptoms or complication were reported as result of this event.